Event description:
First patient arrived for bilateral si joint injection. Preoperative blood pressure of 140/64 and did not take medication this am. When placed on monitor in operating room the blood pressure ranged from 160/90 to 180/110. Patient was treated with labetol. The second patient preoperative blood pressure was 155/101. When placed in the operating room on the same monitor the blood pressure ranged from 170/100 to 180/128. The second patient was also medicated and the anesthesiologist called for a second monitor and the defective monitor was removed from the or. Both patients were placed in pacu due to receiving labetol and were discharged in stable condition.